Manufacturer narrative:
Unit received with compromised force sensor system alarm during basic occlusion test due to moisture damage at the force sensor resistor. Unable to perform basic occlusion, occlusion test, prime test and excessive no delivery test due to the compromised force sensor system alarm. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 593 mg/dl and current blood glucose level was 593 mg/dl. The customer was treated with a shot. There were leaks or air bubbles. The insulin pump failed the high pressure test. The customer was advised that the pump needs to be replaced. The customer was advised to revert back up plan as per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.